Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. The test strips associated with the event were not returned. The returned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 7.4 mmol/l, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.

Event description:
The customer from canada called to seek assistance with their contour® next gen meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour® next gen meter with serial # (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.